Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user informed senseonics that the system was providing results that differed from blood glucometer measurements. Following escalation and analysis, a sensor replacement was approved due to evidence of system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed that a small portion of the hydrogel was missing on the long end of the sensor. This damage was likely introduced during the removal procedure due to excessive force applied by the removal clamps and was determined to be unrelated to the user's original complaint. This did not impact functional testing, as the majority of the hydrogel remained intact. Subsequent in-house testing confirmed that the sensor did not exhibit any malfunction. A detailed review of the in vivo sensor data identified depressed signal patterns, which likely contributed to the inaccuracies observed by the user. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. As part of the resolution, the user was provided with a replacement sensor.